Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter rx coronary balloon catheter, deflation difficulties were encountered. The guide catheter was advanced to the proximal end of the balloon. The guide catheter and balloon were gently shook. The balloon was slowly moved along with the guide catheter to a larger, more proximal vessel before the entire system was withdrawn. During the procedure the patient experienced discomfort, decreased heart rate, and decreased blood pressure. The lesion being treated was non-tortuous, mildly calcified with 60-70% stenosis in the mid left anterior descending (lad) artery. The device was inspected prior to use with no issues noted. Negative prep was performed with issues noted. It was stated that if was felt that effective negative pressure extraction could not be achieved. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery.  The patient recovered post-operatively and is currently in good condition. The patient is reported to be alive with injury. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: two mp4 fluoroscopic images were provided for review. The initial image shows the lad with a lesion in the proximal to mid vessel. The second image shows an inflated balloon inside a stent that the site of the target lesion. The cause of the deflation difficulties cannot be identified from the images. Additional information: the balloon failed to deflate. Deflation difficulties were encountered after the first inflation at 10-12 atm. There were no difficulties noted during inflation of the device. Difficulties were also encountered removing the device. It was attempted to move the balloon back slightly to the proximal vessel, with the balloon was still in a fully inflated state. After approximately 3 minutes, the balloon was moved to the thicker part of proximal vessel, and it was felt that the balloon had deflated a little, but it was still in a fully inflated state. No intervention was required to remove the device which was successfully removed from the patient. The patient's complexion was pale. After the balloon was withdrawn, the patient returned to normal with no more treatment necessary. It was not difficult to remove the protective sheath/stylette. The device was not moved or repositioned while inflated. A 50:50 concentration of contrast/saline was used. Patient weight. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.